Event description:
Four days after a drug eluting stenting treatment procedure, the pt expired. The dr successfully deployed a taxus express2 2.75 x 16 mm drug eluting stent. Four days after the pt expired. It is noted the dr does not relate the death to the stent.